Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv100 device was discovered leaking before use. The device was filled with 250ml of pamidronate (90mg in 250 ml of 0.9% sodium chloride). It is unknown where the device was leaking. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one used unit was received by baxter for evaluation containing no fluid in the device. A leak test was conducted on the unit. The reported condition of "leaking" was confirmed; leakage was found at the junction of the tubing and the luer post due to a lack of solvent bonding which was due to an operator error during the manual solvent-bonding application process. No other source of leak was found during the leak test. Baxter will continue to monitor similar reports to determine if further actions are required. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported that inappropriate shock therapies were noted. An alert message showed possible defect in the output circuit. The device was explanted and replaced.